Event description:
It was reported that the system would not fluoro during a pre-test. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty interconnect cable. System operates as intended.